Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this lead has historically exhibited high out of range pacing and shock impedance and defibrillation threshold (dft) testing has been performed in the past. Approximately a year ago from now, the patient previous implantable device was explanted per physician decision as no improvement was observed on the impedance trends, and at that time, the impedance after shock delivery was 124 ohms. Now, the values have increased to 183 ohms, even with a new implantable device. The physician involved requested technical services (ts) review of the case in order to obtain further troubleshooting options. Data analysis confirmed there is no noise on recorded episodes. Ts provided recommendations. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this lead has historically exhibited high out of range pacing and shock impedance and defibrillation threshold (dft) testing has been performed in the past. Approximately a year ago from now, the patient previous implantable device was explanted per physician decision as no improvement was observed on the impedance trends, and at that time, the impedance after shock delivery was 124 ohms. Now, the values have increased to 183 ohms, even with a new implantable device. The physician involved requested technical services (ts) review of the case in order to obtain further troubleshooting options. Data analysis confirmed there is no noise on recorded episodes. Ts provided recommendations. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.